Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5mm x 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter did not fill to normal working pressure and leaked resulting in a failure to dilate the lesion. A 5mm x 80mm non-cordis balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat atherosclerotic occlusive disease of the lower extremities. The lesion was a less than 80% stenosis of the superficial femoral artery (sfa) which had moderate calcification and no tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was prepped with a 1:1 contrast and saline ratio and maintained negative pressure during preparation. The balloon was able to be partially inflated. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, the balloon of a 5mm x 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter did not fill to normal working pressure and leaked resulting in a failure to dilate the lesion. A 5mm x 80mm non-cordis balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat atherosclerotic occlusive disease of the lower extremities. The lesion was a less than 80% stenosis of the superficial femoral artery (sfa) which had moderate calcification and no tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was prepped with a 1:1 contrast and saline ratio and maintained negative pressure during preparation. The balloon was able to be partially inflated. The device was returned for analysis. A non-sterile ¿powerflexpro 5mm8cm 135¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed, the unit does not present any damages or anomalies, and the balloon arrived deflated. Functional testing was performed. One inflator/deflator device was attached to the inflation port. Positive pressure was applied using the inflator/deflator device with the purpose of reaching the rated burst pressure. However, inflation pressure is not maintained due to a leak in the balloon. The balloon was inspected with a vision system observing a rupture on the surface where the water is leaking. The balloon surface presented evidence of a ruptured condition and secondary scratch marks located near the damaged border area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could have led to the damaged condition found on the received device. It seems that the material near the damaged area was punctured with a sharp object from the outside the balloon. The reported ¿balloon leakage - during positive pressure¿ was confirmed via device analysis as a leakage was noted coming from the balloon. However, the exact cause cannot be determined. The balloon¿s outer surface showed scratch marks near the puncture, indicating it was pierced by a sharp object from the outside. Device analysis suggests that procedural factors and vessel characteristics, such as calcification with stenosis, likely contributed to the incident reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the information available, nor the product evaluation do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive actions will be taken at this time.